Manufacturer narrative:
B3 : the date of event was unknown and approximated based on the date that we became aware of the adverse event.

Event description:
It was reported the patient experienced a fracture of the femur at the location of the tumor. This visual-ice cryoablation system was used to treat a tumor in the femur of a young patient. Post-procedure the patient had experienced a fracture of the femur at the location of the tumor. The patient was admitted for further care; however, no further details were approved to be disclosed by the facility director.

Manufacturer narrative:
B3 : the date of event was unknown and approximated based on the date that we became aware of the adverse event.

Event description:
It was reported the patient experienced a fracture of the femur at the location of the tumor. This visual-ice cryoablation system was used to treat a tumor in the femur of a young patient. Post-procedure the patient had experienced a fracture of the femur at the location of the tumor. The patient was admitted for further care; however, no further details were approved to be disclosed by the facility director. Additional information was received from the physician who indicated there was some miscommunication initially regarding this case, and it was concluded that the fracture was not related to the cryoablation procedure. Further information regarding the case was not able to be disclosed.